Event description:
Biomedical technician sent pump for repair as pump was found inaccurate for rate during preventative maintainence. No reports of patient injury or medical intervention are associated with the use of this pump.